Event description:
Customer reported a high ma error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage regulator and high voltage sensor cable. System operates as intended. (B) (4).